Manufacturer narrative:
The reported boxed incisor blade. Intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the inner blade broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive side loading during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy while using a shaver blade it was noted that inner cannula shaving teeth was not circulating/spinning and making a squeaky noise. Doctor gave shaver to scrub tech, and at back table tech noted that inner cannula came right out and inner cannula´s tip broke off and remained stuck inside the outer shaver cannula. Both cannulas removed from field and new shaver was opened. No patient injuries reported. It is unknown if there was a delay.